Event description:
Reporter noted large corneal burn occurred immediately at start of phaco. Changed systems and handpiece to complete case. Implanted iol. Sutured wound to close, and used collagen shield. As of 01/2002, burn has resolved; pt doing very well.